Manufacturer narrative:
Device not returned. Device is still implanted in patient and therefore, it is not available for evaluation. No evaluation will be performed. If device becomes available, a supplemental report will be issued.

Event description:
It was reported that "patient had a total right hip replacement on 07/20/07, he stated he heard a popping sound when he walks."